Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th july 2025, it was reported by an arthrex's employee via email that for an ar-3638, knotless fibertak¿ with #2 suture (5-box), the repair suture did not sit properly in anchor after shuttling and had to be cut off. This was detected during a right shoulder acromioplasty cuff repair bankart repair on (B)(6) 2025. The procedure was completed successfully by opening another ar-3638. There was no patient harm.